Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53 alarm and pump error 4 alarms due to a software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received the software error detected alarm. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised the insulin pump required replacement, to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.